Event description:
The manufacturer representative reported a lead revision due to dislodgement. It was noted during the revision, the lead was broken around the #3 electrode. Another surgery was scheduled to remove the distal portion of the lead which remained in the patient.